Event description:
It was reported that the pressure readings in the coronary sinus seemed very low, however there was a bump when delivering cardioplegia. Approximately 1.5 cc was used to fill the balloon. Upon inspection following the case, the balloon was misshapen like a football and had two jet leaks. There was no patient harm.

Manufacturer narrative:
Device is currently under evaluation.

Manufacturer narrative:
Evaluation: when the device balloon was inflated with 2.0 cc of water there were two pinhole leaks noted on the proximal end of the balloon, however, the balloon burst during this inspection. Prior to the balloon burst the balloon is very misshapen. Visually the edges of the burst are jagged and there is significant wall thinning in the area that burst. Visually the device has a very sharp kink just past the proximal strain relief. Water was introduced through the pressure and infusion lumens and the water flows from where it should. There are no other defects detected with this device. The root cause: we have seen misshapen balloons before. The balloon will take a set to the area of the heart were it was placed. We can not determine how or where the two pinhole leaks came from however when the balloon burst during evaluation there is significant wall thinning in the area that the pinhole leaks were. A CAPA will not be initiated at this time but trends will continue to be monitored and appropriate investigation and action will be initiated if necessary.